Event description:
Additional information received reported to clarify the information that the patient had aneurysms in her head and they were not caused by the pump. It was also noted that the patient ¿got a shot in the tail bone for pain¿ and she was ¿feeling better¿ compared to when she last called in. The type of medication and the date administered were not reported. Caller state she could feel her legs ¿now,¿ ¿before she couldn't¿ and ¿that could have been from the ms (multiple sclerosis).¿

Event description:
It was reported that the therapy had ¿no way been enough¿ to manage the patient¿s pain and ¿so many things going wrong with this,¿ it was not clear what was meant by that statement. The patient could not walk long/far, could not ¿sit down right,¿ could not sit down long, and could not stand up long. The patient was in pain, nervous, crying, ¿not enjoying¿ herself, could not relax, was discouraged, and had to stand up when she ate, had gained eleven pounds (the timeframe of weight gain was not reported.). It was also noted that the patient had a history of progressive multiple sclerosis (ms) which caused the patient to not ¿remember stuff,¿ ¿caused the worst lesion on the brain,¿ ¿and all this other stuff¿ and ¿everything else,¿ it was not clear what was meant by these statements. Drowsiness and being tired all the time were a problem with the ms and that the patient took provigil ¿in the morning but it [didn¿t] last all day.¿ it was also noted that ¿all¿ of the patient¿s symptoms were ¿coming back,¿ she had a history of fibromyalgia, which was ¿going crazy¿ and causing ¿burning through her back,¿ and had dropped foot for ¿a long time,¿ but added that she hadn¿t worn her dropped foot brace for four years but began wearing it again ¿a week or two¿ before the initial report and that her ankle ¿swelled up,¿ and that she had a doppler test (the results were not reported.) She also had coccydynia. It was unclear if these symptoms were related to the device or therapy. It was also noted that the patient was a ¿very hyper person ,¿ and the pump healthcare provider (hcp) ¿only wanted¿ her to ¿take one clonidine a day,¿ which the patient said ¿that¿s not going to work, so my other doctor put me on two.¿ it was then noted that the patient ¿can¿t sleep at night good¿ and ¿can¿t do what [she] wants to do.¿ the ¿other night¿ (date not provided) the pain ¿got so bad¿ that the patient ¿almost¿ went to the emergency room. The patient had ¿so many doctors¿ and noted ¿they crisscross like three seizure and tremor medications, and I don¿t understand it. I was going to a rheumatologist, and a neurologist, and they crisscross stuff.¿ it was noted that the patient had concern about the hcps ¿interfering¿ with each other¿s decisions. The patient expressed ¿these guys that do the anesthesia with the pump; like do they really realize with the ms, everything, or they don¿t understand it?¿ and the patient did not ¿know if he [the pump hcp] doesn¿t understand the ms aspect.¿ the pump hcp had¿ already upped it twice¿ and ¿that didn¿t work out¿ (the dates and doses were not reported.) The patient was also taking ¿a small dose two times a day¿ of oxycodone. The next pump clinic visit was scheduled for (B)(6) 2013, but the patient and hcp were going to try and get in the week of (B)(6) 2013, during which time they ¿might¿ increase the dose by twenty five percent. The device system was used to infuse morphine and baclofen. It was later reported that the pain pump doctor was going to ¿raise what¿s inside the pump¿ but he ¿was out for some reason,¿ and the patient went to her neurologist because ¿everything¿ was ¿getting worse.¿ the neurologist wanted to send the patient for magnetic resonance imaging (MRI), but after the patient expressed concern about getting the pump read after the MRI the neurologist decided not to have the MRI done. It was unclear which hcp gave what medication or when the meds were prescribed, but the patient was given mobic and another hcp gave oxybutynin. It was noted that not all hcps were aware of the patient¿s entire medication list. The patient was afraid ¿to take anything¿ and was going to call the pain clinic to get direction on medications. It was later added that after implant the device system contained morphine 10 mg/ml at 1.201 mg/day and compounded baclofen 2000 mcg/ml at 240.1 mcg/day. On (B)(6) 2013 the concentration was the same but morphine was increased to 1.499 mg/day and compounded baclofen was increased to 299.8 mcg/day. It was reported there was no device issue ¿she just needed to be increased.¿ after increase, the patient was receiving ¿better therapy¿ and had ¿no complaints.¿ it was later reported the patient had coccydynia in her lower spine as previously reported and as a result she was taking 3 oxycodone a day (5mg) and was unable to sit, stand or walk because of the condition. It was noted the patient had ¿fibromyalgia, ms and about 15 other things too¿. It was uncomfortable for the patient to sit, stand or walk ¿but they don¿t think that¿s important I guess¿. It was reported the patient never had therapeutic effect. It was reported the patient had been in excruciating pain since october of 2012 and had never really had any pain relief. The patient did not believe her medication was right and thought that ¿it might be double the dose of what is on the paper that I have¿. The patient had been trying to get ahold of her health care provider (hcp) since (B)(6) 2013. It was later reported that the patient had a return of symptoms. The patient¿s last refill was a ¿couple weeks ago¿, and the patient thought her next refill was in november. The patient wanted to know if the doctor could increase her medication. The patient noted having two aneurysms that were reportedly discovered in a test last week. The patient again noted that since october, or a ¿little bit before that¿, she could not get rid of the pain in her back and in her tailbone. The patient reported she fell seven times over the past two months. The patient¿s rheumatologist increased her keppra. The patient was redirected to the health care provider (hcp) and she noted she was meeting with her hcp on thursday regarding this situation. The patient noted being on baclofen 299.8 mcg; morphine 1.499 mg/day; bupivacaine 0 .02998 mg/day and a low-dose of oxycodone.

Event description:
Additional information received reported that the aneurysms were diagnosed via computed tomography (CT) which was performed as a routine check for the patient's ms. At that time, the hcp felt that the falls and aneurysms were related more to the patient¿s ms than the therapy. They were aware that the patient's pain in her tailbone and spine was progressively becoming worse, despite having the pain pump and the patient being on "an arsenal of oral pain medications". It was noted that none of the pain medications have provided the patient any relief. At that time the hcp did not have a cause to the symptoms of pain. No further testing had been done on the pump, and no further testing was scheduled. It was stated there was no plan in place for the patient.

Event description:
Additional information received reported the patient continued to experience a return of symptoms. Symptoms included numbness, tingling and swelling in the legs along with a rash that started ¿three to four months ago¿. As previously reported, the patient ¿fell a couple times and my tailbone is really bad¿ and the falls reportedly occurred three months ago. The patient was still unable to sit or stand and was on oral medications for high blood pressure. The patient ¿felt terrible¿ and was to see her managing health care provider (hcp) on (B)(6) 2013. It was later reported that the patient¿s pump ¿doesn¿t work¿ and she was still in a lot of pain. The patient had reportedly been suffering since ¿(B)(6)¿ with the pain however the patient didn¿t get the device until (B)(6). The patient suffered ¿every day 24/7¿. Along with pre-existing conditions previously reported, the patient¿s legs were noted to be numb, she still was unable to sit down and her blood pressure had gone up due to the pain index. It was noted the rise in the blood pressure was not good for the patient¿s brain aneurysms. It was noted the patient indicated ¿if it¿ doesn¿t get fixed soon she is going to scream. It was noted the patient got her device refilled every seven months. The patient was currently receiving bupivacaine, baclofen and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).